Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered significant harm, conscious pain and suffering, physical injury and bodily impairment resulting in permanent physical deficits, permanent impairment and other sequelae. No additional information was provided.